Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain at the ipg site. The ipg is located near her pelvis and the patient states it is rubbing against her pelvis. The next course of action has not been disclosed to the manufacturer.